Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring on the tip of the adjustment screw was stretched. Analysis found that the reported event was related to a mechanical issue. H4) manufacture date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the spine clamp was defective. There was no patient present when this issue was observed.